Event description:
A customer contacted beckman coulter inc., (bci) and reported that sample probe, that was installed the day before on synchron cx9 alx, is bent and leaking. No injury was reported in connection with this event.

Manufacturer narrative:
New sample probe was sent to customer and customer is to replace it. No further sample probe leaking complaint filed as of 05/31/11. Hardware is the root cause for this event. An MDR number 2050012-2011-02284 is associated with this event.